Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. During investigation, the up arrow key contact was observed to be misaligned. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the down arrow button is not responding appropriately. It was reported the pump has not been exposed to moisture and the keypad is intact.